Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd facs¿ lyse wash assistant carryover occurred. There was no patient impact. The following information was provided by the initial reporter: it was reported by the fse that there is cross contamination from sample to sample did a death occur? (Yes or no) no. When did event occur? (Before use, during use, after use, unknown) during detailed incident death occurred (yes, no, or unknown) no. Serious injury (yes, no, or unknown) no. Erroneous results (yes, no, or unknown) no. Course of treatment if injury (yes, no, or unknown) no. Exposed to blood/bodily fluid (yes, no, or unknown) no. Stuck by needle/probe (yes, no, or unknown) no. Any medical intervention (yes, no, or unknown) no.

Event description:
It was reported that during use with the bd facs¿ lyse wash assistant carryover occurred. There was no patient impact. The following information was provided by the initial reporter: it was reported by the fse that there is cross contamination from sample to sample did a death occur? (Yes or no) no. When did event occur? (Before use, during use, after use, unknown) during. Detailed incident death occurred (yes, no, or unknown) no. Serious injury (yes, no, or unknown) no. Erroneous results (yes, no, or unknown) no. Course of treatment if injury (yes, no, or unknown) no. Exposed to blood/bodily fluid (yes, no, or unknown) no. Stuck by needle/probe (yes, no, or unknown) no. Any medical intervention (yes, no, or unknown) no.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding carry over. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Complaint trend: there are 12 complaints related to the issue of carryover;date range from (B)(6) 2021 to (B)(6) 2022. . Manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6) file # 337146 -337146-r337146001028-107219727-21 and 337146-337146-r337146001028-107372510-21 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover was faulty cell wash assembly. The customer reported an issue regarding cross contamination from sample to sample. In an attempt to resolve the issue, the fse proceeded to perform repair activities and testing including ¿ replacing the components associated with rinse/waste evacuation including the cell wash assembly, valve stack assembly, cleanse pump, waste pump and the controller a module pcb. Calibrations and tests were performed. Replacing the cell wash with repaired cell wash showed improvements but it was still not within specifications. Hence, the cell wash assembly was replaced again with ¿new¿ and not ¿repaired¿ cell wash assembly. The repaired cell wash assembly was sent to the repair center for investigation. Details about the investigation and work performed can be found in case no. 01748210. After the series of works performed, the instrument was tested and was performing to specifications. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-00 rev. 1/vers. A, page 101. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results the safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 13may2021. Defective part number: 346340 - pump liquid 1/8 barb. 64845017 - assembly valve stack svc kit blue. 64937427 - assembly module controller a service. 64861719 - assy cell wash mechanism blue repaired. 64861717 - assembly cell wash mechanism svc blue. Work order notes: o subject: cross contamination from sample to sample. O problem description: cross contamination from sample to sample. (B)(4): o work performed: all components associated with the rinse and or waste evacuation were replaced. This includes the cell wash assembly, valve stack assembly including the pcb , the cleanse pump and waste pump and the controller a module pcb. The standard calibrations were performed. The accuracy and precision were performed and passed. The power supply voltage was verified at 28vdc. The tanks were decontaminated with 10% bleach and the 10% bleach concentration was run through all of the fluidics during the reliability test procedure and left for 20 minutes before rinsing all containers and refilling with di water and performing the reliability tests with 40 tubes to fully flush all residual bleach solution out. The tanks were refilled with all appropriate reagents for the applications team to perform carryover testing. There were marked improvements in the reduction of carryover cells but still greater than .005% or 50ppm. The final step is to verify whether or not the direction of the orifice filter/restrictor has any impact on the squirt volume or velocity and whether this has any marked impact on the carryover results. It was noted during service that the arrow points in the direction of flow towards the flowcell. In the service manual the picture shows the arrow going in the opposite direction but also states in text that the arrow should face away from the valve stack assembly. This may be interpreted different ways causing confusion. Testing will be done to measure the volume and check carryover after reversing the restrictors by william braddy and ashley carter on 7-29-22. The cell wash assemblies were replaced with new parts on 9-8-22 by william braddy. The carryover protocol was tested again by steve conklin with tas and the instrument passed bd specifications. O cause: repaired cell wash assemblies. O solution: performing to specs. (B)(4). O work performed: replaced the cell wash with a new cell wash. Completed testing of the system. Completed a cleaning panel to ensure cleanliness of the new part. O cause: the cell wash required replacement. O solution: replacement of the cell wash resolves this wo for closure. ¿ returned sample evaluation: the repaired cell wash (pn 64861719) was sent for investigation to the repair center and passed carryover test in the customer training center. ¿ risk analysis: risk management file part # 10000597659, rev. 03/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. O ID: (B)(4). O hazard: carryover. O cause: dirty spindle. O harmful effects: inaccurate results. O residual probability: 1. O residual severity: 3. O residual risk index: 3. Root cause: based on the investigation, the root cause of the carryover was faulty cell wash assembly. Conclusion: based on the investigation, the root cause of the carryover was faulty cell wash assembly. After a series of replacements, including replacing the cell wash assembly with a new cell wash, the instrument was tested and was performing to specifications. No one was harmed or injured, and no patients were harmed from any potential erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.